Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the more distal part of the fallopian tube was kept within the tube') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), depression ("depression"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, dyspareunia, fatigue, abdominal distension, migraine, depression, dysgeusia, anxiety and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysgeusia, dyspareunia, embedded device, fatigue, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information was added. Non-drug treatment notes updated.event:embedded in the more distal part of the fallopian tube was kept within the tube were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the more distal part of the fallopian tube was kept within the tube') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), depression ("depression"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, dyspareunia, fatigue, abdominal distension, migraine, depression, dysgeusia, anxiety and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysgeusia, dyspareunia, embedded device, fatigue, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information was added. Non-drug treatment notes updated.event:embedded in the more distal part of the fallopian tube was kept within the tube were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the more distal part of the fallopian tube was kept within the tube') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), depression ("depression"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, dyspareunia, fatigue, abdominal distension, migraine, depression, dysgeusia, anxiety and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysgeusia, dyspareunia, embedded device, fatigue, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information was added. Non-drug treatment notes updated. Event:embedded in the more distal part of the fallopian tube was kept within the tube were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the more distal part of the fallopian tube was kept within the tube') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), depression ("depression"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, dyspareunia, fatigue, abdominal distension, migraine, depression, dysgeusia, anxiety and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysgeusia, dyspareunia, embedded device, fatigue, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), depression ("depression"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (removal of essure coils and fallopian tubes on (B)(6) 2016). At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, dyspareunia, fatigue, abdominal distension, migraine, depression, dysgeusia, anxiety and tooth disorder outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, dyspareunia, fatigue, abdominal distension, migraine, depression, dysgeusia, anxiety and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain (seen as pelvic pain), amongst non-serious events. Plaintiff underwent essure and fallopian tubes removal, one year after insertion. The event is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain (seen as pelvic pain), amongst non-serious events. Plaintiff underwent essure and fallopian tubes removal, one year after insertion. The event is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. Further information will be obtained through the litigation process.